Event description:
It was reported that during a procedure in the left anterior descending artery a 20/30 indeflator was used with a non-abbott dilatation balloon, when negative pressure was applied, the handle of the indeflator separated from the rest of the device. A new 20/30 indeflator was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the reported handle separation and deflation issue could not be confirmed. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue. Two unused devices were returned with the same part and lot number for evaluation. The devices did not indicate any issues and performed according to specification, as the handles did not break.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.